Manufacturer narrative:
The insulin pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot and cracked battery tube threads. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the rim of the reservoir compartment broke off and the reservoir would not stay in. The customer's blood glucose was 118 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.